Manufacturer narrative:
Infected incision. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient. The patient reported that she was going to have to wait a month due to her incision got infected and also stated and nothing to do with the interstim.